Event description:
It was reported that pump displayed cartridge alarm 20 that did not occur during cartridge loading and had not been previously reported with this pump. There was no adverse impact to the customer¿s blood glucose level. Customer worked with technical support to load new cartridge using proper technique, was able to successfully resume insulin therapy, and original cartridge lot information was unavailable.